Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unable to prime) issue. It was reported that the pump would not prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014 device evaluation:the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during investigation, a review of the black box and history showed multiple call service alarms had been recorded. Further testing could not be performed due to a call service warning. The pump was opened and evaluation revealed that the internal motor had failed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. No moisture was observed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).